Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis, on (B)(6) 2019 with blood glucose level was 408 mg/dl at time of incident and the current blood glucose level was 300 mg/dl and treated with insulin drip. The customer was assisted with troubleshooting. Customer states insulin pump had no delivery alarm during basal. Customer states they performing a 5.0 unit fixed prime. Customer states the insulin did not exit and insulin pump alarmed no delivery. Customer had a plunger available. Customer states they reinsert reservoir and run manual prime until at least 5.0 units and they observe insulin exiting the tubing or insulin pump alarms. Customer reports insulin exits with the manual prime. The insulin pump will not be returned for analysis.